Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change error messages occurred when the user attempted to load multiple new cartridges. There was no reported impact to the user's blood glucose level as the user did not test the level. The user successfully loaded a new cartridge.